Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (6.5), lab inr: (1.6). Therapeutic range 2.5-3.0 for the pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result (s) with lab result provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 6.5, reference: 1.6, mean: 4.05, confidence limits: 2.3-5.7; result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. In-house therapeutic donor testing has been performed on reported lot 282260 on (B)(6) 2012. Results as follows: donor 1 - inratio: 2.2, 2.3, 2.3; reference: 2.04; bias threshold: 1.04-3.04; %cv: 2.55. Donor 2 - inratio: 3.5, 3.4, 3.5; reference: 3.64; bias threshold: 2.64-4.64; %cv: 1.67. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Root cause could not be determined from the information provided by the customer. No product was expected to be returned, therefore, retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), this issue will continue to be tracked and trended.